Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and failed due to window damage. Pictures were taken. Receiver charge and boot tests were not performed due to the receiver not powering on. The receiver log was not downloaded and reviewed due to the receiver not turning on. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).